Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with syncope. Upon interrogation, the right ventricular lead exhibited high capture thresholds, leading to loss of capture in bipolar configuration. The lead was programmed to unipolar, where capture was seen. The patient "felt better" after these changes. X-ray revealed lead fracture, prompting placement of a leadless pacemaker. The lead remained in use.